Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to excessive motor axial play. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 92 mg/dl at the time of incident. The customer stated that the insulin pump piston continues to move forward after reservoir contact and insulin squirts out, followed by the fore mention alarm. The customer stated that the drive support cap was not protruded. The customer stated the insulin pump was not bumped, dropped, nor water contact. The insulin pump will be returned for analysis.